Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump give bolus stopped alarm. Customer's blood glucose level was 285 mg/dl. Customer states stop bolus alarm pop up on screen. Customer states insulin pump not delivering insulin. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.